Event description:
The customer's husband reported that the customer passed away. It was reported that the customer was connected to the insulin pump at the time of death. It was also reported that the customer had a low blood glucose level. The customer's husband stated that the customer was very sensitive to insulin and often had issues with regulating her blood glucose levels. The customer's husband stated that he is sure the customer's death was not caused by the insulin pump. The customer's husband also stated that despite making several attempts he has been unable to retrieve the insulin pump from the hosp. The customer's husband stated that he believes the insulin pump was thrown away at the hosp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.